Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10 a getinge field service engineer (fse) was sent to evaluate and was unable to identify the issue, but while trying to troubleshoot the unit would not turn on. The fse confirmed that the power management board was bad. The fse replaced the power management board (0670-00-1162) and completed a full calibration, and tested the unit. The product passed all functional/safety testing and was returned to the customer.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit's red light is not working. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only, providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.